Manufacturer narrative:
Additional information was received which indicated that mild paravalvular leak (pvl) presented with the dislodgement of the first v alve. Per the physician, the patient¿s anatomy contributed to this dislodgement. As reported, the lung edema occurred as result of the moderate to pvl that occurred with the second valve along with obtaining lower blood pressures to perform the post-balloon aortic valvuloplasty (bav). Due to high blood pressure, the bav did not resolve the pvl. Following both valve explants and replacement with a surgical valve, the patient was kept on extracorporeal membrane oxygenation (ECMO) due to a frail state and unstable hemodynamics. Ultimately, the patient died seven days following the valve implant due to multi-organ failure. Per the physician, both valves had contributed to the hemodynamic instability. The instability was due to the pvl caused by second valve implanted and the attempt to do a post bav unsuccessfully due to high blood pressure. The physician also reported that the two valves did not cause or contribute to the patient¿s organ failure or death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valves were discarded and not returned for analysis. Images were provided and reviewed. One image showed an angiogram of valve (B)(6) (first valve) above the annulus with coronary perfusion. The second image showed the second delivery catheter system (dcs) through the first valve with a pigtail performing an injection. There was no snare noted on the embolized valve. According to best practices, a snare should be obtained prior to a second delivery system being introduced to reduce further movement of the embolized valve. A third image noted the embolized valve without the second dcs, rather just a pigtail catheter for injections. A fourth image showed an angiogram of the second dcs through the embolized valve and deployed to the third node. No snare was noted on the embolized valve. A fifth image showed the dcs deployed to the fourth node through the embolized valve with no snare noted on the embolized valve. A sixth image showed the dcs deployed to 80% with a snare present on the embolized valve. The seventh image was the same as the sixth image but in a different angle. The eighth image showed a snared embolized valve with the new valve, (B)(6), deployed to 80%. The embolized valve appeared to be in the sinotubular junction (stj) region. Best practices advise snaring valve into the ascending aorta prior to second dcs being introduced and deployed. The ninth image showed the second valve fully deployed, wire in the ventricle, and the pigtail catheter administering a contrast injection. This showed noticeable paravalvular leak (pvl) on left coronary cusp. The tenth image demonstrated the pvl leak in a different angle. Imaging of the valve load, hemodynamics, the post-balloon aortic valvuloplasty (bav) were not provided. Therefore, assessment of the valve load, patient status, final result of pvl or valve placement could not be performed. The event indicated that on the first and second attempts to deploy the first valve, the valve was in a high position and appeared constrained with no signs of a valve infold. Per the device instructions for use (IFU) in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, it was reported that calcification was present in the left ventricular outflow tract (lvot) and a pre-bav performed. However, the pre-bav had poor results. This may have been a contributing factor of the poor expansion. After final release, this valve dislodged upwards. The hemodynamics were acceptable, and the native valve seemed to work normally. The valve was snared and fixated with confirmation of open coronary arteries with good flow. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Per the physician, the patient¿s anatomy contributed to this dislodgement. Dislodge events are typically not related to a device malfunction. Mild pvl presented with the dislodgement of the first valve. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. As reported, a second 29 mm valve ((B)(6)) was loaded without signs of a misload. The second valve was placed in good position, but moderate pvl presented. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, it was reported that calcification was present in the lvot and a pre-bav was performed. However, the pre-bav had poor results. This may have been a contributing factor of the pvl. Difficulty to obtain lower blood pressures to be able to perform a post-implant bav was reported. Hypertension is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Ultimately, a post-implant bav was performed. The patient became anxious with dyspnea. Lung edema with an oxygen saturation of approximately 90% was observed. The patient was put in conscious sedation. Following this state, the patient¿s blood pressure dropped, and complete heart block was identified. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normal-functioning device or model implant procedure. Conduction disturbances are known potential adverse effects per the IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case, cardiopulmonary resuscitation (CPR) was performed, and adrenaline and inotropic medication were administered. The heart rhythm recovered, and the patient was put on a heart and lung machine. An additional post-implant bav did not resolve the pvl due to high blood pressure. Ultimately, the two transcatheter valves were explanted and a non-medtronic surgical valve was successfully implanted. Following this replacement procedure, the patient was kept on extracorporeal membrane oxygenation (ECMO) due to a frail state and unstable hemodynamics. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Per the physician, both valves had contributed to the hemodynamic instability. The instability was due to the pvl caused by second valve implanted and the attempt to do a post bav unsuccessfully due to high blood pressure. Ultimately, the patient died due to multi-organ failure. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed, and the explanted valves were not returned. In addition, the physician also reported that the two valves did not cause or contribute to the patient¿s organ failure or death. The device history record (DHR) for valve (B)(6) and the DHR for valve f058276 and associated frame record were reviewed and showed that these devices met all manufacturing specifications for product released for distribution. There was no information or issues identified of the either valve that suggested a device malfunction nor a quality deficiency that may have caused or contributed to this event. Updated data: h6 - result, method and conclusion codes corrected data: b5 - as reported, the lung edema occurred as a result of the moderate to severe pvl and subsequent high blood pressure that occurred with the second valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29, serial #: (B)(4), ubd: 16-mar-2023, UDI#: (B)(4). Product analysis: both valves were discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of the initial 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs) by an experienced health care professional. The load was confirmed visibly, tactilely and via fluoroscopy. Moderate to severe calcification with a spike down the left ventricular outflow tract (lvot) was present. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. Per the physician, the result of the pre-implant bav was poor. A non-medtronic guidewire was used and the dcs advanced through the anatomy without issue. On the first attempt to deploy, the valve was in a high position and appeared constrained, but there were no signs of a valve infold. The valve was recaptured. On second attempt to deploy, the valve was still in high position and appeared constrained, but still no evidence of infold. The physician elected to release the valve positioned at about 2 mm on the non-coronary cusp (ncc) and about 3 mm on the left coronary cusp (lcc). After final release, the valve dislodged upwards. The hemodynamics were acceptable, and the native va lve seemed to work normally. The valve was snared and fixated with confirmation of open coronary arteries with good flow. A second 29 mm valve was loaded without signs of a misload. The second valve was placed in good position but moderate paravalvular leak (pvl) presented. There was difficulty to obtain lower blood pressures to be able to perform a post-implant bav. Ultimately, a post-implant bav was performed. The patient became anxious with dyspnea. Lung edema with an oxygen saturation of approximately 90% was observed. The patient was put in conscious sedation. Following this state, the patient¿s blood pressure dropped and complete heart block was identified. Cardiopulmonary resuscitation (CPR) was performed for 5 minutes. Adrenaline and inotropic medication were administered. The heart rhythm recovered and the patient was put on a heart and lung machine. The following day, the patient was still on heart and lung machine and in total conscious sedation. The patient was returned to the operating room to resolve the moderate pvl. An additional post-implant bav did not resolve the pvl. Ultimately, an open heart procedure was performed. The two transcatheter valves were explanted and a non-medtronic surgical valve was successfully implanted. No additional adverse patient effects were reported.